Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-03141. It was reported the patient's scs system was autoreducing and patient was receiving inadequate therapy. Lead diagnostics indicated high impedances on multiple contacts in the cervical and lumbar leads (related manufacturer reference numbers: 1627487-2022-02396; 1627487-2022-02397). As a result, surgical intervention occurred wherein it was discovered there was a fracture of the lead extension (related manufacturer reference number: 1627487-2022-03141). Both thoracic leads and extensions were explanted. A new octrode was placed at t8 to address the issue. During the procedure, the physician replaced the ipg electively. The set screw on port 1-8 of the new ipg shifted and was repositioned and physician began closing . As the physician was completing the final sutures, the patient went into cardiac arrest and was flipped (related manufacturer reference number: 3006705815-2022-14759). Once the patient was stable, the physician completed the case with the patient laying on their side.